Event description:
Additional information from the hcp reports the pt had aspiration pneumonia-"problem did not have anything to do with baclofen pump."

Event description:
The manufacturer's representative reported the patient had a pump refill. The next day, the pt was experiencing shortness of breath and anxiety. The patient was hospitalized and was under observation.